Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a device history record (mre) review, was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 1999 via tha for the patient's left hip joint at another hospital ((B)(6) hospital). The patient's postoperative progress was good over the long term. However, from (B)(6) 2020, the repetitive dislocation occurred. And with it, the patient had a pain. The revision surgery was performed on (B)(6) 2020 at (B)(6) hospital due to the repetitive dislocation. In the revision surgery, the surgeon remained the stem and the cup, he replaced the liner and the head (also replaced the locking ring along with it.) During the surgery, the surgeon found discoloration and wear on the liner. About the head, it was found that according to the sales records, the implanted one was +3mm, but when the sales rep checked the explanted actual item, it was actually -3mm. Both of interoperative trailing and after implanted stability of the hip joint was well. The surgery was completed without any surgical delay. The surgeon commented that the postoperative opinion was good from checking by x-ray, and the patient will be under follow-up. Before, the dates were unknown, the patient had the primary surgery for the right hip joint via tha and also had the primary surgery for the knee joint via tka at (B)(6) hospital. She has rheumatism. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: h6 (clinical code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h6 (medical device problem code), h8. H6 medical device problem code: code for off-label use is being retracted.